Manufacturer narrative:
Product complaint #:(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: visual inspection revealed the screwdriver handle disassembled between the ratchet control cap and its handle, having the metal ring detached too. All parts were returned for evaluation. Additionally, the overall device surface had signs of usage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces consistent with the user applying excessive leverage/torque in a side-to-side or circular pattern. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the condition observed on the device, it is reasonable to confirm that the device would not have a tight fit and subsequently that it would not function as intended. The overall complaint was confirmed as the observed condition would have contributed to the complained device issue.¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the screwdriver handle would not lock onto the screws during the procedure. There was no surgical delay or patient consequences.